Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer with no information, was analyzed and tested out of specification. Further review of the manufacturers database indicated the patient is deceased and died approximately eight months post implantable cardioverter defibrillator (ICD) replacement procedure. The cause of death was requested and is not available.